Event description:
Add'l info rec'd from MFR 4/14/04: the catalog number of the device listed in the medical device report is unknown. Complaint record was initiated based on receipt of letter and attached voluntary report. MFR contacted the reporter by calling the number listed in the report, and spoke with the pt's spouse. The pt is a chronic dislocater, and is hesitant to have revision surgery. Medical records for the pt's primary surgery in 1995 have been archieved by the hospital. The pt's spouse indicated that since depuy in not willing to pay for a revision surgery, they are not interested in obtaining these records.

Event description:
Pt had a total hip replacement. Their hip has dislocated 9 times since surgery. The cup has chipped out. The hip ball comes out the front. The wear of the metal and plastic has caused shaving to fall to the lower part of the leg shaft. The hip started dislocating within the first year of surgery pt has been to the emergency room nine times the hip coms out when standing or laying down. This has been a nightmare for pt. They need both hips replaced right now. But pt is afraid they will get the same thing again. It is a terrible thought for them, something has not been right with this hip.